Event description:
It was reported post percutaneous coronary intervention (pci) with 7 f sheath, an 8f angio-seal vip was used. Angiomax, IV and bolus injection, dose unknown, was given during the procedure and clopidogrel, dose unknown, was given prior to the procedure, drug-eluting stents were placed in the right coronary artery. The vein graft to the left circumflex artery was also treated with drug-eluting stents. A pre-deployment femoral angiogram met deployment criteria and an 8f angio-seal was chosen to seal the arteriotomy site. The angio-seal failed to achieve hemostasis and could not be removed from the arteriotomy site. Manual compression (mp) was applied for over 1 hour while surgery was consulted. The pt underwent exploratory surgery and removal of the angio-seal. At right femoral artery hematoma had formed and the right lower extremities became dusky. The surgeon stated that the anchor was half in and half out of the arteriotomy, thus "stenting" the artery open and allowing the artery to bleed. The device was removed and the site was closed. The pt had post operative renal failure and spent about 1 week in the hosp. The pt tolerated the procedure well and has recovered.

Manufacturer narrative:
One each of the following 8f angio-seal vip components was rec'd for evaluation: sheath assembly, carrier tube assembly, and locator. The carrier tube assembly had been fully inserted into the sheath assembly and was in the full rear-lock position. A blood-like substance was present on the returned components. The distal end of the suture terminated within the sheath tip, approximately even with the manifold. The sheath tip and locator tip had damage, and the locator was curved, consistent with insertion into a pt. No other anomalies were noted, and no other components were returned. The carrier tube assembly was removed from the sheath assembly at the interface between the deployment sleeve and the hemostasis cap; no anomalies were noted. The components were rinsed and the suture end microscopically inspected to reveal strands that were tight, even, and braided, consistent with a sharp cutting or shearing action. The deployment sleeve and clear frame was removed from the device cap. The letter "k" was molded into the silicone tensioner. The suture had been fully spooled out; no anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information rec'd, the cause for the bleeding was the angio-seal was found partially in the artery which caused the artery to bleed. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulse.